Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery ophthalmic forceps head cannot be closed and was unable to grab the macular membrane. The surgery was completed on the same day with alternative forceps and there was no patient impact.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that there are no additional complaints associated with it. The investigation is completed based on the sample evaluation documented below. The returned instrument was received in its outer blister covered with the tyvek foil showing the lot information. The inner blister, which ensures that the product is kept safe from damage during the shipment, was not used. The instrument shows macroscopic sign of damage, especially the metal tube is significant bent, one of the forceps arms as well and the other one is broken off. The product exhibits no surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage. The level of damage as well as the missing inner blister suggest that the deformation of the forceps arms was caused during the shipping process from the complainant to the investigation site. However, the point in time when the described damage occurred can no longer be determined conclusively nor can the situation that led to it be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).